Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the implantable cardiac monitor displayed an error message despite using multiple programmers. Any measurements or programming was impossible. The patient was in stable condition. The patient was brought back to clinic for resolution on (B)(6) 2016. After software download, normal device function resumed. The patient's condition was fine.